Event description:
It was reported that the patient stated that he has not been able to get a long lasting erection by pumping the inflatable penile prosthesis (ipp). The patient is unable to work the ipp because he is unable to use the pump. The physician assessed the device but was unable to identify a device malfunction. The physician indicates that the patient has a working implant. The patient has not been schedule for a revision surgery.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient stated that he has not been able to get a long lasting erection by pumping the inflatable penile prosthesis (ipp). The physician assessed the device but was unable to identify a device malfunction. The patient has not been schedule for a revision surgery.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.